Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that, during inspection for use prior to an unknown procedure, the high flow insufflation unit device had a defective front panel lamp. There was no patient involvement.